Event description:
Regarding medtronic nimvital(neural integrity monitor vital) nerve monitoring system: since the introduction of this newer system of nerve monitoring equipment, several concerns have arisen. The wireless technology has been identified as unreliable and only the wired version is being used. The system is prone to electrical interference from other equipment in the operating room. Even with appropriate troubleshooting, the equipment will have false positive alerts that cannot be corrected. No adverse events have been encountered, as switching equipment to the prior version of this equipment has been possible. However, having unreliable false positive responses and unreliable connectivity is a significant patient safety hazard, as this equipment is routinely used to help prevent nerve injury.